Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: date of event estimated as 9/03/2024. D4: primary UDI number - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venous closure of a common femoral vein using a prostyle device relative a pacemaker procedure. Reportedly, the prostyle suture did not appear in step 3, removing the plunger. The sheath was 23f, and the pacemaker procedure was completed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.